Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. Additionally, to provide a correction to the initial (d8). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the b30 error code occurred due to poor scope sockets. However, the root cause could not be specified. Additionally, a specific root cause of the e101 code could not be determined with the information received. Olympus will continue to monitor field performance for this device.

Event description:
Other related patient identifiers: (B)(6).

Event description:
The customer reported to olympus that the evis exera iii xenon light source displayed error code e101. The event was observed 47 minutes into a diagnostic (examination) colonoscopy procedure. The patient was under moderate sedation. The procedure had to be aborted and was rescheduled for a future date. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. However, during inspection it was noted that the fan was bad and could be causing the e101 error intermittently. The additional evaluation findings were as follows: the front panel was cracked and will need to be replaced , the rear panel was broken, the top cover was in poor shape, there was a bad scope socket causing air to leak and a b30 error, and there was a non-olympus bulb installed (on 0 hours).